Manufacturer narrative:
(B)(4). Review of lot f1715901, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that due to calcium, a mynxgrip vascular closure device (vcd) balloon ruptured. Manual compression was applied for an unknown duration. The vcd was being used in conjunction with a procedural sheath introducer for femoral arterial closure following an interventional coronary procedure. The vcd was prepped according to IFU instructions. It is unknown at what point the balloon lost pressure during the deployment. There was no visible damage in the distal end of the sheath after removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that due to calcium, a mynxgrip vascular closure device (vcd) balloon ruptured. Manual compression was applied for an unknown duration. The vcd was being used in conjunction with a procedural sheath introducer for femoral arterial closure following an interventional coronary procedure. The vcd was prepped according to the instructions for use (IFU). It is unknown at what point the balloon lost pressure during the deployment. There was no visible damage in the distal end of the sheath after removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that due to calcium, a mynxgrip vascular closure device (vcd) balloon ruptured. Manual compression was applied for an unknown duration. The vcd was being used in conjunction with a procedural sheath introducer for femoral arterial closure following an interventional coronary procedure. The vcd was prepped according to the instructions for use (IFU). It is unknown at what point the balloon lost pressure during the deployment. There was no visible damage in the distal end of the sheath after removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the balloon had evidence of exposure to blood. The procedural sheath was not returned with the device. The sealant and advancer tube remained in their manufactured positions. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon approximately 4.5 mm from the balloon proximal neck. Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as the balloon ruptured was confirmed. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 4.5 mm from the balloon proximal neck. Based on the information provided and the investigation performed, the root cause of the tear was calcification at the procedural site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.